Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced complications with their sensor. The customer's blood glucose level was 300 mg/dl but their sensor triggered a threshold suspend at 53 mg/dl. Customer reported that insulin delivery was suspended due to sensor glucose verses blood glucose difference. The insulin pump will not be returned for analysis.